Event description:
It was reported that the lead exhibited intermittent capture and sensing. An x-ray revealed that the lead had dislodged. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.